Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex. Approximately 16 months post index procedure, the patient was rehospitalized and ventricular fibrillation was performed. During the ventricular fibrillation the patient suffered an ischemic stroke. The investigator indicated that the reported events were unrelated to the study device.

Manufacturer narrative:
Correction - date of stroke 3 days later than initially reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stroke/transient ischemic attack).

Event description:
It was reported that, approximately 17 months post index procedure patient death occurred. Cause of death was: stroke. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (death). (B)(4).